Event description:
It was reported that the patient was readmitted with increasing inotrope needs. They went for a transcatheter aortic valve replacement (tavi) in the catheterization lab. The case did not go as planned and there was a report of the aorta being dissected during the procedure. The aorta was unable to be repaired and the patient was returned to the ICU for palliation. The patient passed away on (B)(6) 2023 from multiorgan failure. The death was not considered to be left ventricular assist device (lvad) related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient experienced cardiovascular, respiratory, and renal failure that was not compatible with survival. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU, ¿introduction¿, lists multiple forms of organ failure and dysfunction (including renal dysfunction and respiratory failure), and death as adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.